Event description:
The entire pole clamp breaks off from the pump. Per clinical engineering, it is an issue with continuous cleaning and also it's a stress point on the pump. It just comes out and then you can no longer attach the pump to a pole, rendering is not usable.